Event description:
The physician tried to puncture the mass but the sheath was broken and tore at the edge part(about 5cm apart from the luer lock). And 3 same lot number of needles were happened same. Finally he withdrew our needle and used boston acquire needle and case finished successfully. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. If not with the device in question, how was the procedure performed and/or finished? The physician used boston acquire 22g needle. Was the device used in a tortuous position? No. Are images of the device or procedure available? No. Was the device damaged in packaging before removal? Nurse already checked. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Olympus , gf-uct-180. Was the scope recently serviced / repaired? No. Was resistance felt while inserting the device through the scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Was the syringe used during the procedure, after the stylet was removed? No. Was difficulty experienced while retracting the needle? No. Was it possible to fully retract before removing the needle from the patient? Yes. Was gaining access to the target site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was puncture of the target site difficult? No. Was the stylet partially removed when advancing into the target site? No. How many samples were obtained with this needle? No samples were obtained. Did any section of the device detach inside the patient? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device of the leur lock to the scope? Yes, it was. Both attaching and detaching were more difficult than previous procore 20 needle. If the device is a procore, is the kink located distally at the notch / core trap? No.

Manufacturer narrative:
PMA/510k: #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA 510k #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This follow up MDR is being submitted to capture the lab evaluation conducted on 18-jan-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 2 units of lot c1971094 of echo-hd-3-20-c were returned to cirl opened in their original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the devices involved in the complaint were evaluated in the laboratory on 18 jan 2023. (B)(4). Visual inspection: distal end of needle examined and no issue observed. Sheath observed to be torn/broken approx. 5cm below sheath extender. Needle removed from device and no issue observed. Functional inspection: sheath extender able to advance and retract with no difficulty. Needle able to advance and retract with no difficulty. Stylet removed from device and no issue observed. Stylet re-inserted into device without issue (B)(4). Visual inspection: distal end of needle examined and no issue observed. No issue observed with the sheath. Needle removed from device and no issue observed. Functional inspection: sheath extender able to advance and retract with no difficulty. Needle able to advance and retract with no difficulty. Stylet removed from device and no issue observed. Stylet re-inserted into device without issue lab re-evaluation: the second returned device involved in this complaint was re-evaluated in the laboratory on 25 may 2023. (B)(4). Sheath observed to be torn/frayed just below the sheath extender. Image review: n/a. Document review including IFU review: prior to distribution all echo-hd-3-20-c devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. A nc (non-conformance) was noted on the work order for c1971094 for a material issue but this did contribute to the reported issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1971094. The notes section of the instructions for use (ifu0077-5), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for (ifu0077-5). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive force applied by the user which caused the sheath to become torn/broken. Additional information received stated there was difficulty attaching and detaching the leur lock to the scope which may occurred due to the sheath becoming torn and frayed during device preparation as a result of handling or excessive force used which subsequently caused the difficulty in attaching and detaching the device to the scope. Summary: complaint is confirmed based on customer testimony and verification in the lab. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the 15-jun-2023, this supplement report is being submitted to include the investigation conclusions.